Manufacturer narrative:
B5: upon follow up, it was reported that pd therapy was discontinued sixty-one days after the event onset and patient was on hemodialysis (twice a week). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was due to break in aseptic technique. On an unreported date, the patient was hospitalized due to weakness before peritonitis and later was discharged on an unknown date. Forty-nine days after the event onset, the patient was admitted to the hospital for re-insertion of catheter and pd therapy was restarted. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient was recovered from peritonitis, vomiting, abdominal pain, and cloudy effluent. The patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid, abdominal pain, vomiting and body weakness. The cause of peritonitis was unknown. The patient was hospitalized due to vomiting and body weakness. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported), amikacin injection (500mg start dose, followed by 100mg in one bag, intraperitoneal, frequency and duration were not reported) and imipenem injection (1g in one bag, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.